Event description:
Reporter called and stated he received a recall notification letter in the mail regarding his minimed 770g. His model number is on the list of affected devices. No adverse event reported.